Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenal bulb during an endoscopic ultrasound fine-needle biopsy (eus-fnb) procedure performed on (B)(6) 2022. During the procedure, the needle would not extend. The patient was sedated when the event occurred. The procedure was not completed successfully. There were no patient complications reported as a result of the event. The patients condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned acquire needle was analyzed, a visual evaluation was performed and the working length was found kinked at proximal section and the needle is bent at distal section. No other issues were noted. Based on all available information and the condition of the returned device, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenal bulb during an endoscopic ultrasound fine-needle biopsy (eus-fnb) procedure performed on (B)(6) 2022. During the procedure, the needle would not extend. The patient was sedated when the event occurred. The procedure was not completed successfully. There were no patient complications reported as a result of the event. The patients condition following the procedure was reported to be stable.